Event description:
It was reported that partial deployment and stent deformation occurred. Vascular access was gained via contralateral approach. The target lesion was located in the chronic total occluded superficial femoral artery (sfa). A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the thumbwheel was turned with high force and the stent deployed 120mm. There was 3cm of the stent that did not deploy. The deployment handle was opened and the brown hypotube was attempted to be pulled back. It was noted that the hypotube was bunched up inside the deployment handle. The whole deployment system was attempted to be removed which only stretched out the stent 4cm. Ultimately, it was discovered that deployment of the stent occurred inside the guide sheath. The sheath was pulled back allowing the stent to deploy partially in the intended location. The delivery system was removed from the patient manually. The stent was post dilated. The physician stated the ro marker on the sheath was mistaken as the stent ro marker. There were no patient complications.